Event description:
Received info regarding air bubbles coming out of the cartridge during bolus delivery. The customer's blood glucose level was high (about 200 mg/dl).

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.